Manufacturer narrative:
Investigation in progress. Device location unknown.

Event description:
Legal counsel for patient reported that patient underwent initial left hip procedure on (B)(6) 2016. Further the legal counsel reports that the patient underwent revision surgery on (B)(6) 2017 due to pain and instability. This report is based on allegations set forth in plaintiff¿s complaint and the allegations contained therein are unverified. Tm patella is the only tmt design controlled part. As per available information, there is no evidence of the revision of tm patella.

Manufacturer narrative:
Complaint updated. Not reportable: upon reassessment of the reported event, it was identified that this device did not cause or contribute to the reported event. This complaint is being reported under 0001822565-2018-02927.

Event description:
Not reportable: upon reassessment of the reported event, it was identified that this device did not cause or contribute to the reported event. This complaint is being reported under 0001822565-2018-02927.

Manufacturer narrative:
Surgery is for revision of a primary tka which occurred approximately 1 year 3 months after the primary surgery. The femoral component was found to be compatible with the tm patella that was implanted during the primary surgery. The revision components that were documented in the operative report did not include a patellar implant nor did the operative report narrative indicate that the tm patella was explanted. Therefore it appears that the tm patella remains implanted. As a result, this engineering investigation finds no evidence that the tm standard primary patella, size 38, p/n 04-211-38101 (00-5878-065-38) with lot no. 63356393 was revised or failed to perform as intended. This investigation by product development/post-market engineering is considered closed at this time. Should additional information become available, this investigation may be re-opened.

Event description:
Revision due to instability and pain.